Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In march 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), cyst ("cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menstrual disorder ("changes in menses."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, cyst, dyspareunia and menstrual disorder outcome was unknown. The reporter considered cyst, dyspareunia, fatigue, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: dyspareunia (painful sexual intercourse),other injury(ies) or complication (s) please describe: changes in menses. Were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included uterine tenderness, adenomyosis and endometriosis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), cyst ("cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menstrual disorder ("changes in menses."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, cyst, dyspareunia and menstrual disorder outcome was unknown. The reporter considered cyst, dyspareunia, fatigue, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received-new event she didn¿t undergo essure confirmation test were added. New reporter,medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included uterine tenderness, adenomyosis and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), cyst ("cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("changes in menses.") And abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, cyst, dyspareunia, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, cyst, dyspareunia, fatigue, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received. Event "cramping" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and cyst ("cysts"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue and cyst outcome was unknown. The reporter considered cyst, fatigue and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.